Event description:
On or about (B)(6) 2010, the patient was implanted "with the monarc hammock. "Immediately after, and as a result of, the implantation of the monarc hammock," the patient "suffered serious bodily injuries, including, but not limited to, severe pelvic pain, chronic bleeding, erosion of the mesh, and other debilitating injuries." "On or about (B)(6) 2011" the patient had, "surgery to remove the monarc mesh, and repair" the patient's "tissue." "As a result of having the monarc," the patient "has experienced significant mental and physical pain and suffering and she has sustained permanent injury." She has, "suffered serious and permanent bodily injuries, has required multiple surgeries.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.